Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed reboots on (B)(6) 2015 and (B)(6)2015. A visual inspection of the pump showed that the battery compartment was cracked. The coin slot of the returned battery cap was damaged. The battery cap was able to fully tighten on to the pump. The pump was exercised for 24 hours with no alarms or power issues. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage to the pump or cap or moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.